Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the tip of the impactor head fractured prior to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date-was filled out in error on initial medwatch and should be blank as this product is non-sterile. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Liner inserter was returned for evaluation. The device exhibits fracture at the weld joint between the shaft and the head. Dimensional analysis of the shaft and head found no deviations from the print specifications where measured. Inserter sleeve exhibits gouges and the handle shows scratches, dings. The device shows wear & tear that indicates successful use during a potential field age of approximately 4 years. It is unknown how many times the device was used during its field life. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.